Manufacturer narrative:
The reported air bubbles were purged from the medtronic infusion set tubing during the initial troubleshooting conducted upon the customer contacting medtronic.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 416 mg/dl. The customer treated with the pump. Customer's blood glucose value was 355 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were tiny bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.